Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Escherichia coli and coagulase-negative staphylococci (the total cfu of the escherichia coli and coagulase-negative staphylococci is 19 cfu/80ml.). The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found following; the insulation of the distal end resistance value was out of specification. The glue of the light guide and objective lenses were deteriorated. The distal end cover had dents. The bending section rubber adhesive was peeled. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.